Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with multiple insulin flow blocked alarms. The customer blood glucose unknown at the time of the incident. The patient has tried different cannula lengths. Customer states they have tried all remedies and do not want to troubleshoot. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was received with insulin flow blocked alarm functioning properly. No unexpected insulin flow blocked alarms noted. The device was received with minor scratches on lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.